Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 5132505.

Event description:
It was reported that patient experienced inadequate stimulation despite of multiple reprogramming attempts and leads had unusable high impedances. The patient underwent a lead replacement procedure. And was doing well postoperatively. The explanted leads were kept by facility.